Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was oversensed which resulted in the patient receiving inappropriate shock therapy. It was suspected that the electrode may have been fractured. The noise was noted to be possible sense b noise. Subsequently, the device was explanted and replaced with a transvenous system successfully. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 160-180 cm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was oversensed which resulted in the patient receiving inappropriate shock therapy. It was suspected that the electrode may have been fractured. The noise was noted to be possible sense b noise. Subsequently, the device was explanted and replaced with a transvenous system successfully. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing correction for field h10 additional MFR narrative. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 160-180 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was oversensed which resulted in the patient receiving inappropriate shock therapy. It was suspected that the electrode may have been fractured. The noise was noted to be possible sense b noise. Subsequently, the device was explanted and replaced with a transvenous system successfully. The system is expected to be returned for analysis. No additional adverse patient effects were reported.